Event description:
It was reported the insulin pump was alarming button error and customer was unable to clear the alarm. Customer did not recall if the device was exposed to water or if it was bumped. Customer removed the battery for 30 minutes and anomaly persisted. Blood glucose was 150 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. No black circle anomaly, unexpected audio/beep anomaly or button error alarm noted during testing. The insulin pump was received with minor scratched display window, cracked display window at bottom right side corner, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.